Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:35 pm CT. The report number is being corrected from: 2183959-2018-61606 to: 2183959-2018-61467.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The physician confirmed the issue with cystoscopy. The system was replaced two months later with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. The new system was not activated yet. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.